Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after insertion of an intra-aortic balloon (iab) blood was noticed in the extracorporeal tubing. The iab was inserted at the ccl (cardiac catheterization lab) and then blood was found when patient went to cvicu (cardiovascular intensive care unit). Iab therapy was discontinued. There was no reported injury to the patient.